Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had image alteration; the image was too bright for proper visualization. The issue was found during the start of a diagnostic upper gastrointestinal endoscopy. There was a one minute delay in procedure. The procedure was completed with the same device. The patient was in deep sedation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device was returned to olympus for inspection. And the customer's complaint/reportable malfunction was confirmed. Issue with cable maj-1430. And customer provided new cable. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the phenomenon "too bright to display correctly" occurred, due to the maj-1430 was defective. And was not displayed correctly, because it was too bright. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.